Manufacturer narrative:
An event of valve under expansion was reported. Possible contributing factors for valve under expansion include sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that during device preparation, the micro-adjustment wheel was used to close the gap between the valve and valve capsule. While deploying the valve, incomplete stent opening occurred. The valve was partially re-sheathed and re-deployed, but the issue persisted. Attempts to fully re-sheath the valve in the descending aorta were unsuccessful. Despite using the micro-adjustment wheel again, the gap remained unresolved. The investigation found that the valve was dehydrated with limited mobility, and functional test was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve under expansion could not be conclusively determined. It is possible patient condition (calcification) and/or procedural factors contributed to the reported event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During device preparation, the micro-adjustment wheel was required to close the gap between the valve and valve capsule. During the procedure, while deploying the valve, incomplete stent opening was observed. The valve was partially re-sheathed and re-deployed, however the valve still had incomplete stent opening. The valve was pulled down into the descending aorta to fully re-sheath, however the valve was unable to be fully re-sheathed. The micro-adjustment wheel was utilized however the gap remained. The valve and delivery system were removed from the patient. A new 35mm navitor vision valve was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable. The user believed the valve expanded non-uniformly due to calcium.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During device preparation, the micro-adjustment wheel was required to close the gap between the valve and valve capsule. During the procedure, while deploying the valve, incomplete stent opening was observed. The valve was partially re-sheathed and re-deployed, however the valve still had incomplete stent opening. The valve was pulled down into the descending aorta to fully re-sheath, however the valve was unable to be fully re-sheathed. The micro-adjustment wheel was utilized however the gap remained. The valve and delivery system were removed from the patient. A new 35mm navitor vision valve was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable. The user believed the valve expanded non-uniformly due to calcium.